Manufacturer narrative:
It was reported that the patient with neurogenic bladder, who has a foley catheter in place for 17 days, required a foley catheter re-insertion after the foley catheter reportedly fell out of the patient with the foley catheter's balloon deflated. Per report, the balloon was tested for inflation and deflation prior to insertion to the patient and no issues were identified at that time. Reportedly, during insertion of the foley catheter, 10 ml of sterile water was used to inflate the foley catheter's balloon. It was reported that the balloon was completely deflated when the foley catheter fell out of the patient. Per report, after the incident happened, the patient used straight catheter at home for several days prior to coming in for foley catheter re-insertion. There was no serious injury reported related to the incident. Due to the reported incident and need for foley catheter re-insertion, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause cannot be determined at this time. No additional information is available. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the patient required a foley catheter re-insertion after the foley catheter reportedly fell out of the patient with the foley catheter's balloon deflated.